Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after a supply change while using the ilet system, with the agent confirming no visible leakage, proper tubing fill, an intact 6 mm inset 23 cannula, and that meals were announced; the user had a maximum blood glucose of 363 mg/dl, remained above 180 mg/dl for about 10 hours, and received alerts for glucose above 300 mg/dl for over 90 minutes; troubleshooting and education were completed, including guidance through a full supply change with expectation that delivery would reduce glucose. Symptoms included high blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, no need for assistance, and no medical intervention or hospitalization. Investigation included remote system checks and guided supply replacement. Investigation of this case revealed no device malfunction, damage, occlusion, or leakage, and the exact cause of the elevated glucose remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.